Event description:
A ventilator was returned for service. There was no harm or injury reported. During the evaluation at the manufacturer's service center, the sound abatement foam was replaced for repair. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously reported disability or permanent damage in b.2 section, which was marked incorrectly as this is product problem only as mentioned in b.1 section in previous report.. H.3 and d.9 was incorrectly mentioned as no, device returned to manfacturer is correctly updated now and date return to the manufacturer also updated. D.8 was incorrectly marked as yes, it is correctly updated as no in this report. UDI number in d.4 section was incorrectly mentioned as (B)(4) in previous report, which correctly updated now as (B)(4) in this follow up report. A.1 section was inorrect patient intial name was reported in the previous report, which correctly updated in this follow up report as unknown. G.2 section was missing the previous report, in this correction report it is correctly marked as consumer.phone number in e.1 section was missing in the previous report, which is correctly updated in this follow up report.